Manufacturer narrative:
We were unable to confirm and further investigate the complaint as consumer didn't return the product back or provided the lot #.

Event description:
Bristle came out and stuck in the teeth.